Event description:
Revision surgery performed on a margron hip replacement due to pt symptoms of discomfort experienced from the implant, including 'clicking' noises and catching. The margron hip replacement was originally implanted in an extremely complex primary surgery in a pt with a stiff hip. The margron hip replacement was kept in place during the revision surgery, and another MFR's femoral head was replaced to meet the physiological changes in the pt over time. The revision surgery was not related to the margron hip replacement.

Manufacturer narrative:
The margron hip replacement was used in an extremely complex primary surgery in a pt with a stiff hip; the pt had been previously rejected by other surgeons due to the difficulty of the case. After the primary procedure, and with time, the prosthesis became very mobile with hyperextension and impingement of the acetabular cup against the femoral component. To account for a change in the femoral neck position a 'longer' ceramic head was inserted during the revision surgery. Pt outcome was very satisfactory. The margron hip replacement was kept in place during the revision surgery, and another MFR's femoral head was replaced to meet the physiological changes in the pt over time. The revision surgery was not related to margron hip replacement. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.